Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2019. On (B)(6) 2019 the patients mother reported the patient experienced itchiness around the sensor insertion area on (B)(6) 2019. The patients mother stated on (B)(6) 2019 upon sensor removal, she described the area was bright red, and inflamed rash extending beyond the sensor patch area. The mother stated she applied mupirocin 2% cream, which was a previously prescribed medication for a dexcom related skin reaction back on (B)(6) 2019. At the time of contact the patients mother stated she does not remember the nurse practitioners name that previously prescribed the mupirocin and the prescription date is approximate. No additional event or patient information is available.